Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) a broken bottle was observed by the laboratory personnel. There was no report of injury or exposure. The following information was provided by the initial reporter: "in the case of a blood culture bottle, blood has run between the sensor and the glass, so the device issues an error message with this bottle. This affects a bottle, medium aerob f plus (4492 ...) With lot 0315683 (seq.nr .: (B)(4))."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) a broken bottle was observed by the laboratory personnel. There was no report of injury or exposure. The following information was provided by the initial reporter: "in the case of a blood culture bottle, blood has run between the sensor and the glass, so the device issues an error message with this bottle. This affects a bottle, medium aerob f plus (4492) with lot 0315683 (seq.nr .: 449293112010)".

Manufacturer narrative:
It was determined in review of this record that the incorrect guideline was used to complete the decision tree for this product. A new not reportable decision tree has been completed based on the location of the leak in the instrument. After review it was determined to be a physical defect below the sensor. This MDR should be considered cancelled.